Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the foreign material may not have been removed by improper reprocessing due to breakage of the knob wire (k-wire). However, the root cause of the reported event is unable to be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. The detection way is included in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection inspection of the forceps elevator mechanism. The preventive measures are included in evis exera tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet. Olympus will continue to monitor field performance for this device.

Event description:
An olympus senior field service engineer (fse) reported that during reprocessing, the biomedical engineer found the evis exera duodenovideoscope elevator not working. The fse inspected the device physically and found elevator wire cut off. Upon inspection and evaluation of the returned device, the forceps elevator contained foreign material. The foreign material is yellowish/brown in color, but it is unknown what the foreign material is. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation referenced in b5 was confirmed. In addition, the following faults were identified: connecting tube has a scratch and wrinkle, suction cylinder is shaved, scope cover has a dent and scratch, grip has a dent and scratch, control unit has a scratch, switch box has a dent, universal cord has a scratch, universal cord has discoloration, scope connector has a scratch, protector of universal cord on scope connector side has a scratch, right/left knob has discoloration, forceps channel port has a dent, due to wear of angle wire, bending angle in up/down, right/left direction does not meet specifications, due to wear of angle wire, the play of up/down, right/left knob is out of specification, due to a cut on elevator wire, forceps does not rise up at all. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.